Event description:
Additional information received reported the patient overdosed on oral baclofen, was intubated, and spent a few days at the hospital prior to be transferred to the psychiatric hospital. The patient¿s daily dose of intrathecal baclofen was 1,400 mcg/day. If additional information is received, a follow-up report will be sent

Event description:
It was reported that the patient took an entire bottle of oral baclofen as a suicide attempt on (B)(4) 2014. The patient was currently in the intensive care unit on a ventilator. The drug being delivered in the patient's pump was baclofen. The patient's outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11460r34, implanted: (B)(6) 2003, product type catheter. (B)(4).